Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, and stained end cap sticker and back address and serial number label. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display scrolled without input when trying to program a bolus. The customer removed the battery and the insulin pump alarmed for a button error when the battery was replaced. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.